Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd safetyglide¿ needles were found blocked when attempting to prime them. The following information was provided by the initial reporter: "level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Having problems with blockages in the needle and/or hub, unable to prime needle . Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: recurring."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-apr-2023. H.6. Investigation summary: it was reported that the needles were clogged. To aid in the investigation, five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Four samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. A device history record review was completed for provided lot number 2025238. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 20 bd safetyglide¿ needles were found blocked when attempting to prime them. The following information was provided by the initial reporter: "level of harm: no effect - did not reach patient - detected before use or does not touch person during use... Having problems with blockages in the needle and/or hub, unable to prime needle who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: recurring".